Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer had issues with the infusion set sticking to her body. Her blood glucose level went up to 400 mg/dl and 500 mg/dl. The device was not returned.